Event description:
Customer was hospitalized due to dka. Customer's husband stated that blood glucose levels began going high, after she started taking pregnazone. Husbnad also stated that manual injections did not lower her blood glucose levels, which is why she was hospitalized. Husband felt that the medicaiton was to blame for the high blood glucose levels and that md would consider reducing the amount prescribed. Troubleshooting was performed and pump passed the prime tet but husband did not have tubing clamp for the high pressure test. Husband was instructed to call back to run the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. /